Event description:
The patient is a paraplegic complete t6 spinal cord injury with last baclofen pump revision sixteen months ago. The patient began experiencing right-sided rib pain a few days before admission. His pain management md interrogated the pump and found that it was in motor stall mode. Patient was sent to the ER for further evaluation and treatment. The patient was admitted and taken to the operating room for pump replacement.